Event description:
It was reported that the remote monitor did not respond to the start/stop button. The monitor has sent transmissions in the past. Patient/technical services directed the patient to unplug/replug the power cord and try a different outlet, but the monitor still did not respond. A new power cord was sent to the patient and the patient called to report the remote monitor still did not respond to the start/stop button. Troubleshooting steps were taken. The monitor will be replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.